Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient had been in an accident a couple weeks ago and had been in the intensive care unit (ICU) of the hospital. The patient stated they sat in the ICU room with the family member for a day (the patient confirmed all of this occurred sometime in (B)(6) of 2022) and it felt like their stimulator was "stimulating" them "the whole time" they were in the ICU room. The patient stated it had been a nice sized room but they felt the stimulation where ever they sat in that room to the point that by the end of the day, they had been "pretty sore." Patient services reviewed the potential that they may have been near a strong type of electromagnetic interference (emi) in the room and advised the patient that if the stimulation were to bother them like that in the future, the patient should turn their implanted system off while they were in an area such as the ICU room. The patient confirmed that they would do so in the future and that they would also follow up with their managing health care provider (hcp) if they had any further concerns regarding the issue.  No further patient complications are anticipated or expected as a result of this event.